Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during deployment of a 5mm x 150mm smart flex vascular self-expanding stent (ses), there was a dislodgement between the handle and the external sheath which resulted in the stent failing to cover the lesion. This was during a procedure to treat a left superficial femoral artery (sfa) stenosis which had residual stenosis after dilation with a saber percutaneous transluminal angioplasty (pta) balloon catheter. The operator received standardized training. Additional information was requested but was not provided. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing one kink located approximately 126 cm from the distal tip. Also, the proximal end of outer sheath is separated from the luer hub approximately on 130 cm from the distal tip. The device is fully deployed, and the stent was not returned for analysis. The hemostasis valve is tightly closed. No other outstanding details were observed on the returned device. Functional testing could not be performed due to the nature of the complaint, in addition the unit was returned fully deployed and with a severe kinked and a separated condition. The separated area was evaluated with a vision system observing that the separated material presented evidence of elongations on the edge. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The reported ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ cannot be verified as this event cannot be properly evaluated in a lab setting due to the nature of the complaint; additionally, procedural images of the reported inaccurate placement were not provided. The reported ¿outer sheath separated¿ and a kinked condition were also observed on the delivery system. However, the exact causes of these damages cannot be determined. Device analysis concludes the delivery system was induced to events that exceeded its material yield strength prior to the separation of the outer sheath and kinking noted. Additionally, elongations were evident on the returned device. Therefore, based on the information available for review it is likely handling and procedural factors contributed to the events reported by the customer as evidenced by analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 5mm x 150mm smart flex vascular self-expanding stent (ses), there was a dislodgement between the handle and the external sheath which resulted in the stent failing to cover the lesion. This was during a procedure to treat a left superficial femoral artery (sfa) stenosis which had residual stenosis after dilation with a saber percutaneous transluminal angioplasty (pta) balloon catheter. The operator received standardized training. Additional information was requested but was not provided. The device will be returned for evaluation.